Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier (bio-ID) was not functioning and unable to scan user fingerprints. Users were experiencing difficulties logging in through biometric authentication. While some users were able to access the station using their username and password, others were unable to log in using either method, resulted in access issues to the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working and some of the users were unable to login using username, password. A technical support specialist dialed into station and verified bio ID functionality under carefusion (cfn) application: confirmed lumidigm reader detected in device manager, lumidvcsvc running in services, and active in task manager, noted system uptime of 16 days and rebooted the station to (cfn) application with medication application launched, the customer confirmed successful bio ID login without requiring witness credentials and repeated testing showed no issues. The system functioned as intended after the technical support specialist troubleshot the device.